Event description:
In (B)(6) 2012, I had surgery to reverse a colostomy. Surgeon said parastomal hernia present and corrected with pharmacol mesh. From (B)(6) 2013, I began having recurrent episodes of pain along scar line as well as partial bowel obstructions. In (B)(6) 2013, an abscess formed on my surgical scar line, which later erupted followed by a 6 week nightmare. In addition to putrid fluids and solid matter which turned out to be the rejected mesh. I began ejecting surgical tacks (total of 25+) through the abscess wound. The abscess would not heal and was ultimately diagnosed as a severe (B)(6) infection. After a 5 week course of IV cubicin treatments, my infectious disease doctor stated that the only way to rid my body of the infection was to have the remaining mesh and surgical tacks removed surgically. The removal was completed in (B)(6) 2013 and there was nothing used to prevent a recurrence of the previous hernia. So far, the hernia has not been a problem. Date of use: 10 months.